Event description:
It was reported that a physician trained in the use of the starclose se device attempted arteriotomy closure of the common femoral artery after an unspecified procedure. Reportedly, after clip deployment, the device was removed; however, the clip was found to be in the distal end of the device. Hemostasis was achieved using manual compression. There were no reported adverse patient effects. Though requested, no add'l info was provided.

Manufacturer narrative:
(B)(4). The device is expected to be returned for eval. It has not yet been received.